Event description:
It was reported that the patient's implantable neurostimulator (ins) was removed so the patient could have an MRI and neurological assessment performed.

Manufacturer narrative:
Product ID, 3095-51 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type extension product ID, 3093-28 lot# j0237087v serial#, implanted: 2003 (B)(6), explanted: product type lead. (B)(4).